Event description:
Programming history was reviewed, and high impedance was identified. The high impedance event occurred on (B)(6) 2014, and the physician programmed the patient's device off on the same day, most likely in response to the high impedance. The physician does not provide information on patients and requested to not be contacted. No relevant information has been received to date. No known surgery has occurred to date.